Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose level was 422 mg/dl and the customer treated it themselves. The insulin pump alarmed low battery. The insulin pump passed self test. The drive support cap of the insulin pump was normal. Troubleshooting was not performed for high blood glucose levels. The device will not return for analysis.